Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative (rep) regarding a patient receiving . It was reported that the patient contacted hcp claiming that something was wrong with the pump and she needed to be seen. It was noted that the patient had gone through withdrawals starting back in february. The hcp requested that a rep check the patient's pump however, due to stay at home orders this could not be done. It was unknown if any environmental/external/patient factors that may have led or contributed to the issue. The hcp would be contacting the patient to set a up catheter dye study. The issue was unresolved; the patient was alive with no injury. No further complications have been reported as a result of this event.

Manufacturer narrative:
H6 correction/update: the previously applied device code c53269 is no longer applicable medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product: product ID 8598a lot# serial# (B)(6) implanted: (B)(6) 2007 explanted: product type catheter product ID 8 596sc lot# serial# (B)(6) implanted: (B)(6) 2007 explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8598a, serial/lot #: (B)(6), ubd: 2009-08-15, UDI#: (B)(4) section d information references the main component of the system. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(6), ubd: 2009-08-29, UDI#: (B)(4) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a consumer. The pump was administering morphine of an unknown concentration. When asked about the morphine dose it was described as being low like 4.9 mg. When the patient¿s current pump was initially placed, it was not long after that she noticed light nausea. The date (B)(6) 2019 considered an approximate date of event (specific month and year known only). The physicians did scoping and scoped her stomach. It was noted that they gave some diagnosis through the winter and spring. Then about 1 month ago the issue progressed. The patient went in for arefill, and 2 days later the patient was super nauseous. Throughout this time period the patient had been pretty sick, could not eat, and lost over 10 pounds. The patient had as been in the emergency room (ER) ambulance and thought she was going to die. The patient was going through withdrawal and she was detoxing off of morphine. It was further reported that the healthcare provider (hcp) did a drug screen and found no morphine in the patient¿s system so they wanted to do a dye study on the catheter. The patient was working with radiology to have a dye study scheduled.